Event description:
A caller reported an occlusion alarm for their insulin pump, with multiple events occurring frequently over the past week. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.